Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened racepack. Analysis and results: there are no previous complaints of the same code batch. Manufactured (B)(4) units of this code batch, there are no units in stock. Diameter result conducted on closed sample received fulfills the requirements of the OEM for this size and thread, with the result of the average diameter being in the high range of OEM requirements for usp 4/0 size. Batch manufacturing records were reviewed, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the sample received fulfill the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. The surgeon thinks the diameter of the thread is different than it should be. It was indicated that the 4/0 thread has a feeling of being 5/0.